Manufacturer narrative:
(B)(4). Batch # l92j59. Additional information received: no adverse impact to the patient ¿product had issue out of the box the device was returned with the upper jaw damage. The device was connected to the generator and it was recognized. Because the jaw was damage not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. Since as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to what caused this issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to use in a laparoscopic hysterectomy procedure, when the device was removed from the package, it was noted that the tips were not meeting during testing. Procedure completed with same/like device. There was no adverse consequence to the patient reported.